Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration was weak during the ultrasound (us) phase and did not improve even with an increased power while performing the cataract procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. A used fluidics management system (fms) in a tray was visually inspected. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm aspiration bypass (abs) tip and an infusion sleeve from lab stock successfully and the service data could be retrieved. The sample functioned within specification and no aspiration issues were found. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4)